Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that patients battery would not hold charge. The patient stated that she got about half days use. The patient stated she fell a few weeks ago, which may have led or contributed to the issue. The rep was unable to interrogate battery. Battery was not charged. The patient did not bring recharger. Rescheduled appointment with patient. The issue was not resolved at the time of this report. No surgical intervention or plan occurred. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
2017-aug-10 (rep): additional information was received from the rep. It was reported that the battery was dead therefore the rep was not able to interrogate battery and the patient did not bring recharger to be able to see what was going on. The cause of the device not holding charge is unknown. Ins charge issue was not resolved. The rep rescheduled appointment with the patient and instructed her to bring recharger

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative on 2017-oct-15. It was reported that they met with the patient and their implantable neurostimulator (ins) battery was discharged with a power on reset (por) error message. The manufacturer representative stated that they were able to connect to the battery with eight bars and reset the por. The patient was instructed to return home and continue charging. It was further reported on (B)(6) 2017 that the patient was still unable to completely charge their ins battery past about 25%. The manufacturer representative stated that the patient attempted to charge, but stopped due to a burning pain at the battery site. It was noted that the burning had subsided, but the patient was still feeling it sometimes in different positions. It was noted that the patient wanted their system explanted. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported that the rep had met with the patient last week (B)(6) 2017) to reset her device. The patient was instructed to continue to charge. The rep had tried to follow up with the patient with several phone calls and her voicemail was full. No further information was reported at this time.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up will be submitted when analysis is complete.

Event description:
Additional information received from the manufacturer's representative. It was reported that the device was explanted and the doctor wanted analysis performed on the ins. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative on 2017-nov-01. It was reported that the patient stopped trying to charge their implantable neurostimulator (ins) battery when they experienced the burning pain at the pocket site. The ins battery was discharged, so it could not be interrogated. It was noted that the cause of the issue was unknown and the issue hadn¿t been resolved. The manufacturer representative stated that the patient spoke to their implanting physician and requested that the device be explanted. The patient¿s healthcare provider (hcp) office was in the process of scheduling the explant. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis determined that the implantable neurostimulator (ins) is functioning within specifications but has reduced capacity due to an overdischarge{s}. The ins had no telemetry and no output when it was received for analysis. A normal recharge started after (x) physician mode recharge{s} (pmrs). After recharging, there was good stable output from the ins and it passed the final functional test on the automated test console. Due to the reported complaint, a connector block leakage test was performed and normal impedances were observed, indicating there were no electrical leakage paths in the connector area. The ins passed the final functional test on the automated test console. If information is provided in the future, a supplemental report will be issued.